Event description:
The inverse square correction for electron machines is incorrect for focus relaease 2.3.1. The software implementation inverted the formula resulting in errors on the order of 2% dose error for each 5 mm difference between output-source to skin distance and beam-source to skin distance. This was found in-house and no patients were treated.